Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2012 the patient experienced loosening of the legion ps np fem sz 2 lt. This adverse event was solved by a revision surgery on (B)(6) 2022. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed approximately 10 years post implantation due to loosening of the femoral component. It was communicated that the requested documentation was not available. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported component loosening and subsequent revision could not be determined. No further medical assessment could be rendered at this time. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that loosening, bending, cracking, or fracture of implant components. Fracture of the implant can occur as a result of trauma, strenuous activity, improper alignment, or duration of service have been identified in possible adverse effects. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.